Manufacturer narrative:
Device has been returned for evaluation but the evaluation is not complete at this time. When the evaluation is complete, the manufacturer will find a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device user tried to use device to access a pt's implantable access system but missed the access system during insertion. According to report the user retracted the needle tip into safety position and used another product to complete the procedure. According to report when user picked up device, the needle tip became exposed and the user was stuck on the right index finger with needle. No user treatment details were provided. No permanent adverse effects reported.